Manufacturer narrative:
The insulin pump had constant motor error during rewind due to jammed motor gearbox. No alarm noted. The insulin pump was unable to verify alarm in the alarm history screen or perform the displacement test due to motor error alarm. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had several recurring alarms on their insulin pump. Customer reported receiving several motor position encoder error alarms and motion sensor test failure alarms. Customer's blood glucose was 166 mg/dl. The insulin pump will be replaced. No additional information provided.